Manufacturer narrative:
(B)(4). It was reported that a patient experienced a leak in a minicap transfer set which led to peritonitis. This occurred during use, while the patient was performing continuous ambulatory peritoneal dialysis therapy. Fourteen days after the start of treatment, the patient was recovered and ceftazidime therapy was discontinued. No additional information is available. Follow-up information from a nurse reported that the leak in the minicap transfer set led to peritonitis. Upon completion of the investigation, or should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient reported observing a leaking transfer set during dialysis therapy. As a result, the patient was administered 1 gram of cefalotin. No patient injury was reported to be in association with this event. No additional information was reported.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted on lot h14b25049 and there were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.